Manufacturer narrative:
Three samples were received for quality investigation. Two of the samples provided leaked at the pumping segment when primed. The customer complaint of leakage was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation with the manufacturing and quality operations team, the picture shows evidence of damage in the silicone tubing of the pumping segment, however, the customer words state that condition reported was found during the infusion of chemo, this led us to not be able to confirm that this condition is related to manufacturing process. The root cause of the issue could not be confirmed because the issues were identified after handling, priming and inserting the infusion set into the pump. A device history record review for model 2420-0007 lot number 25045275 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: I¿m writing to report incidences of IV tubing leaks: (B)(6) 2025 lot 25045275 no patient harm occurred to the patient due to the expertise of our nurses.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.